Manufacturer narrative:
Evaluation narrative - one powermax elite motor drive unit, part number 72200616 was received on march 21, 2016 and confirmed to be serial number (B)(4). A visual inspection of the exterior of the device was performed and no damage was observed. Complaint of functional failure was confirmed. A functional evaluation was performed and presented a blade stall error message and heating of the hand piece was observed but no evidence of smoke was observed. The motor and gearbox assembly was removed from the housing and the gearbox was observed to be corroded and seized, preventing rotation. A review of the manufacturing records was performed and shows that the device was released to distribution on or about december 22, 2015. The root cause of this event was identified to be associated with a corroded gearbox. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the powermax elite hand control overheated and began smoking. The hand control reportedly got hot during the case and was emitting smoke. There is no report of surgical delay or patient injury associated with this event.